Manufacturer narrative:
Investigation summary. Fluid leak: the cause of the purge leak issue was not determined without returned product investigation and sufficient clinical details, including data log review.

Manufacturer narrative:
H6: omitted code f26 and a141102. Added a141101.

Manufacturer narrative:
A4 is unknown. The purge cassette was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. It was noted that the placement of the impella cp was successful. The physician reported that the purge cassette had a leak, and the purge cassette was exchanged.

Manufacturer narrative:
Additional information was received on december 22, 2025. Codes added: device revision or replacement (f1905), high purge pressure (a141102). Engineering assessment: on day 55 of impella 5.5 support, there was an issue with the purge cassette. The physician reported a leaking purge cassette along with active an "low purge pressure" alarm. The issue was resolved by replacing the purge cassette.